Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure. The explanted leads were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7086350.